Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery was not holding charge. Customer's blood glucose was around 300 mg/dl. Multiple attempts were made by tandem technical support to perform troubleshooting; however all were unsuccessful.